Manufacturer narrative:
Manufacturer reference number: (B)(4). Section d4: UDI not provided. Section d8: re-processing information not provided. Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was pelvic organ prolapse; failure of previous reconstructive surgery. A reoperation was performed on (B)(6) 2006. The preoperative diagnosis was mesh erosion. The postoperative diagnosis was mesh erosion plus retroperitoneal abscess.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced recurrent pelvic organ prolapse (prolapse), failure of reconstructive surgery, mesh erosion of vagina (erosion), granulation of tissue, elevated postoperative body temperature (alteration in body temperature), post-operative fever (temp body alteration), post-operative pain, (pain) dense adhesive disease (adhesions), apex of the vagina prolapsed to the vaginal opening (prolapse), blood loss, infected mesh (infection), inflammatory mass (inflammation), purulent material/gross pus in the sinus tract (purulent discharge), anterior rectus sheath hernia (hernia), retroperitoneal abscess (abscess), and additional surgical interventions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of severe stress urinary incontinence and recurrent vaginal vault prolapse. It was reported that after implant, the patient experienced elevated postoperative body temperature (alteration in body temperature), post operative fever, mesh erosion, recurrent pelvic organ prolapse, retroperitoneal abscess, palpable sinus tract, pus/purulent materials draining from sinus tract (purulent discharge), incisional hernia, anterior wall defect, inflammatory mass from sacral promontory to vaginal apex (inflammation), grossly infected mesh, adhesive disease (adhesions), anterior rectus sheath hernia, abdominal pain, constant infections, vaginal bleeding, vaginal scarring, discharge, utis, granulation of tissue, stress urinary incontinence, urinary retention and pelvic pain. The device had been used with debakey elastic knit fabric and monarc sling system (43do1064). Post-operative patient treatment included additional nonsurgical interventions as well as mesh revision and additional implants. The device had been used with 72403830 monarc sling, lot# 408021022 and 6x6007831 fabric elas knit, lot# 43do1064.

Manufacturer narrative:
Concomitant product: 72403830 monarc sling (lot#: 408021022); 6x6007831 fabric elas knit (lot#:43do1064) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced mesh erosion, retroperitoneal abscess, palpable sinus tract, pus/purulent materials draining from sinus tract (purulent discharge), incisional hernia, inflammatory mass from sacral promontory to vaginal apex (inflammation), grossly infected mesh, pelvic organ prolapse, failure of previous reconstructive surgery, adhesive disease (adhesions), blood loss,abdominal pain, pelvic pain, vaginal scarring (scar tissue), stress urinary incontinence, granulation of tissue, elevated postoperative body temperature, post-operative fever, anterior rectus sheath hernia, and additional surgical intervention.

Manufacturer narrative:
Exemption number: e2013003. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of severe stress urinary incontinence and recurrent vaginal vault prolapse. It was reported that after implant, the patient experienced elevated postoperative body temperature (alteration in body temperature), post operative fever, mesh erosion, recurrent pelvic organ prolapse, retroperitoneal abscess, palpable sinus tract, pus/purulent materials draining from sinus tract (purulent discharge), incisional hernia, anterior wall defect, inflammatory mass from sacral promontory to vaginal apex (inflammation), grossly infected mesh, adhesive disease (adhesions), anterior rectus sheath hernia, abdominal pain, constant infections, vaginal bleeding, vaginal scarring, discharge, utis, granulation of tissue, stress urinary incontinence, urinary retention and pelvic pain. The device had been used with debakey elastic knit fabric and monarc sling system (43do1064). Post-operative patient treatment included additional nonsurgical interventions as well as mesh revision and additional implants.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced anterior wall defect, mesh erosion, retroperitoneal abscess, palpable sinus tract, pus/purulent material draining from sinus tract (purulent discharge), incisional hernia, inflammatory mass from sacral promontory to vaginal apex (inflammation), grossly infected mesh (infection), pelvic organ prolapse, failure of previous reconstructive surgery, adhesive disease (adhesions), blood loss, and required additional surgical interventions.